Event description:
While performing onsite service for the device, a philips field service engineer (fse) noted that two screws on the main display frame were broken. There was reportedly no patient involvement.